Event description:
As reported, the 6f 11cm brite tip catheter sheath introducer (csi) could not be inserted to the femoral artery. The doctor tried inserting it in and out several times, but the tip got frayed. So, it was removed. Therefore, it was replaced with a new device. The procedure was completed without any trouble at the puncture site. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
As reported, the 6f 11cm brite tip catheter sheath introducer (csi) could not be inserted to the femoral artery. The doctor tried inserting it in and out several times, but the tip got frayed. So, it was removed. Therefore, it was replaced with a new device. The procedure was completed without any trouble at the puncture site. Additional information was requested; however, the information could not be obtained. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " catheter sheath introducer (csi) insertion difficulty and brite tip/distal tip frayed/split/torn" could not be confirmed. As per the instructions for use (IFU), which is not intended as a mitigation, if increased resistance is felt upon insertion of the sheath introducer, the cause should be investigated before continuing. If the cause of the resistance cannot be determined, the procedure should be discontinued. Multiple attempts at insertion could have been a contributing factor to the frayed condition reported. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. No preventative or corrective actions will be taken at this time.